Event description:
The patient report having a progressively worsen skin irritation described as red rash after using three different types of electrodes: electrode - patch - universal 2 channel, electrode - pad - cloth - nissha a10042 and electrode - pad - foam - vermed a10091. The patient symptoms did not improve after removing the electrodes. Patient sought medical attention and was prescribed methylprednisolone, clobetasol propionate .05% benadryl and zyrtec to treat the skin irritation. The patient performed proper skin prep regimen with warm soap, water and dried skin. Patient has no known prior skin sensitives or allergies. Patient was provided instructions to rotate the electrodes and offered break in service but patient declined. No further information to be provided.

Manufacturer narrative:
The patient report having a progressively worsen skin irritation described as red rash after using three different types of electrodes; electrode - patch - universal 2 channel, electrode - pad - cloth - nissha a10042 and electrode - pad - foam - vermed a10091. Patient sought medical attention and was prescribed methylprednisolone, clobetasol propionate .05% benadryl and zyrtec to treat the skin irritation. The patient performed proper skin prep regimen with warm soap, water and dried skin. Patient has no known prior skin sensitives or allergies. The electrode - adapter - flex philips am&d will further investigate this reported issue. The electrode - pad - cloth - nissha a10042 was not returned for evaluation. Engineering evaluation was unable to performed for the nissha cloth electrode as they were not returned. The nissha cloth electrode is a single use and disposed after use; therefore, it is not likely to be returned. Any skin probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years of age. The product labeling advised patients of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.